Event description:
It was reported to philips that system had ippc memory problem. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the event and there was no patient involved. The philips remote service engineer (rse) examined the system remotely and confirmed the ippc memory problem. The rse checked the logfile and confirmed the malfunction of the ippc. The fse visited onsite and upon functional testing, the fse found that the ippc was defective and need replacement. The defective ippc was returned for analysis, and it confirmed the malfunctioning of 2 units k600 video cards, causing unable to display intermittently. To resolve the reported issue, the fse replaced the ippc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.